Manufacturer narrative:
Based on the information provided, it was undetermined as to how this event occured. The site has been contacted for additional information and once this information has been received, a follow up report will be sent to the FDA.

Event description:
It was reported that on (B)(6), 2011 a patient passed away 18 months after a da vinci s procedure to remove the lower lobe of their left lung due to bronchioloalveolar carcinoma. According to the patient's husband, during the procedure, the patient's stomach and diaphragm were punctured resulting in sepsis. The patient underwent a 5 month hospital stay and eighteen months as a near invalid. To date, (B)(6) has not provided the patient's husband with information regarding this event. Intuitive has contacted the sites risk management department, who advised that they would investigate this event and respond back to intuitive within the upcoming weeks.